Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient changed the ifs after three days, used fiasp insulin and did not remove air from cartridge which collectively are the factors leading to issue on (B)(6) 2026. Patient experienced high bg at the time of event which was treated using correction injection via multiple daily injection.